Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer received a replacement device. Physio-control further evaluated the customers device and contamination of the on/off button flex cable was determined to be the cause of the reported issue. The device was destructively tested. The root cause of the reported issue is the contaminated on/off flex cable.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient involvement reported with the event. Upon evaluation of the customer's device, physio-control observed that the device would failed to power up.